Event description:
Clinic notes dated (B)(6) 2013 indicate the patient has obstructive sleep apnea. The notes state that the patient has a history of mild position-dependent obstructive sleep apnea, which is being managed conservatively. Attempts will be made for additional information. No additional information has been received to date.

Event description:
Additional information was received indicating that the vns patient had a medical history of sleep apnea prior to vns. The neurologist stated that there was no relationship between the patient¿s sleep apnea and vns.